Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the most probable cause of the identified failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the laparoscope exhibited damage at the outer tube end, resulting in inadequate dielectric strength. There was no patient involvement.